Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of sensing, loss of capture, and high impedance. The helix was also unable to retract. The lead was not installed and a new lead was implanted. The patient was in good condition post procedure.